Event description:
It was reported that the customer experienced an undefined, elevated blood glucose (bg) level. Reportedly, the cause for the reported issue was due to an incomplete fill tubing alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts, and educated the customer on ensuring boluses are delivered. The customer administered a correction injection to address bg level.

Manufacturer narrative:
Device not returned.